Event description:
It was reported that the reservoir leaked insulin. Insulin leaked inside the reservoir compartment. The blood glucose reading is 238 mg/dl. Customer's lot is not affected by the recall. Nothing further reported.

Manufacturer narrative:
Analysis not required. Reservoir was returned without stopper rod.